Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the presenting electrogram (egm) of this patient was slightly abnormal. Boston scientific technical services (ts) reviewed the stored data and noted that the atrial sensing and right ventricular (rv) sensing were essentially occurring at the same time so the atrio ventricular delay was too short to cause bi-ventricular pacing. Thus, suggested to check location of the right atrial (ra) lead. Additional information obtained from the field indicated the ra lead was found dislodged. A revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.